Event description:
Related manufacturer reference number: 1627487-2023-03512. It was reported that one of the patient's leads has migrated and the other is exhibiting high impedances. Surgical intervention may be pending to address the issue. The investigation was unable to determine which lead migrated and which is exhibiting high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected data: the initial reporter information was updated to reflect the physician who performed the surgical intervention and the facility in which the procedure occurred. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's leads were explanted and replaced to address the issue.